Event description:
It was reported by svc report that the bed was blowing the circuit breakers in the wall panels. The customer reported that they did not know if there was pt involvement of if there were adverse consequences to report.

Manufacturer narrative:
Power inlet module with associated 120v power supply replaced per customer request.